Event description:
Pump declared a cartridge change error, and there was no adverse impact to the customer's blood glucose level. Customer was instructed to inspect and clean the cartridge components but attempts to load a new cartridge were unsuccessful. As a result, technical support decided to replace the pump, but the customer declined the offer of goodwill cartridges.